Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c124e, serial/lot #: (B)(4), ubd: 28-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, a CT scan identified aneurysm sac growth from 57mm to 70mm. It was also noted that the limbs have pulled back bilaterally. A per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
It was reported the patient presented with a suspected rupture, a CT on (B)(6) 2021 showed that the left limb had pulled back to where there was only about 9 mm of seal. Although there was no leak from the left side. The physician decided to extend the existing graft on the left side completely down to the left hypogastric with a 16 x 20 x 93 endurant. The limb on the right side had completely pulled out of the common iliac artery. It was extended into the right external iliac artery with a 16 x 10 x 93 endurant limb. The physician stated that the reason for the limbs pulling back is unknown, it was reported the contained rupture was caused by the limbs pulling back. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the aaa enlargement could not be determined from the films provided. Images during implant and earlier post-implant films were not available for comparison, and the implanted location of the bifurcate and iliac limbs is unknown. Review of pre-implant CT¿s revealed that the patient had a 5cm maximum diameter infrarenal aaa. The proximal neck diameter just below the lowest left renal artery measured ~21mm, and the neck was severely angulated ~100 deg a-p x 50 deg rt-lt. The common iliac arteries were non-tortuous but extensively calcified; bilaterally. The right common iliac artery diameter ranged from ~13 ¿ 10mm, and the left common iliac artery ranged in diameter from 11 ¿ 10mm and dilated to 18mm at the distal end. CT¿s returned from 42 months post-implant revealed that the maximum diameter aaa had increased from 50 to 66mm; however, no clear endoleak was observed. The films showed that there was a marginal proximal seal as well as marginal distal limb sealing bilaterally. The bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal od measured ~26mm, 10mm lower measured 29mm and not in radial apposition with the neck, and there appeared to be 5mm of remaining proximal seal length. The infrarenal neck and aortic body were angulated at the flow divider ~60 deg a-p x 60 deg rt-lt; relative to the distal aorta. At the distal seals, the right/ipsi limb extension measured ~17mm in diameter, and there was only ~5mm of the stent graft length extending/sealing into the rcia. The contra/left limb distal od measured ~19mm, and the stent graft extended ~10mm into the lcia. In addition, since pre-implant there had been an increase in the maximum diameter of the aneurysmal lcia from 18 to 21mm. Although no clear endoleak was observed it is still possible that the aaa is being pressurized proximally and/or distally via the observed marginal seals. Disease progression (dilated and short proximal neck) as well as the highly angulated neck may have contributed to the poor proximal seal. Disease progression (iliac artery dilation) and calcified iliacs may have also contributed to the limbs partially pulling out of the common iliac arteries with resulting inadequate bilateral distal seals. If information is provided in the future, a supplemental report will be issued.